Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during a gallstones removal procedure performed on (B)(6) 2025. During procedure, the handle was fractured. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: the returned trapezoid rx was analyzed, and a visual and microscope inspection found the side car rx was pushed back almost 3mm. The tip of the basket was detached, and the handle was not broken. The reported event of handle break was not confirmed. Based on all available information, side car rx pushback was most likely due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone. And by this force applied, the working length tends to "retract" itself and therefore, pushing back the side car rx. It was also observed that the tip of the basket was detached; however, this is how the device is supposed to work if the stone cannot be crushed. It's most likely that the hardness of the stone didn't allow the basket to destroy it, the device deployed the tip to release the stone safely. Therefore, this event it is not a failure mode. Based on all gathered information and the analysis performed on the returned product, it was concluded that the investigation conclusion code of this event is "adverse event related to procedure" since the adverse events occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during a gallstones removal procedure performed on (B)(6) 2025. During procedure, the handle was fractured. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.